Event description:
A (B)(6) old male with anal atresia was implanted with an acticon on (B)(6) 2008. In about early (B)(6), 2010, he had episodes of recurrent fecal incontinence and on (B)(6), 2010, the entire acticon device was removed and replaced. On visual inspection by the surgeon, the explanted cuff had "a very pinpoint leak at a site that is not within crimp site. There was a questionable defect at the edge of the cuff near the knob which holds the cuff in place, but that may be due to placement of a hemostat in unwrapping the acticon device."

Manufacturer narrative:
Additional catalog #s: 72402106, 72042287. Additional lot/serial #s: (B)(4). The frequency of the occurrence is not greater than usual and is sufficiently captured in our risk analysis. Device was returned and analyzed. The analysis results established a relationship to a device malfunction.